Event description:
As reported, patient underwent an emergency bilateral inguinal hernia repair surgery with the implant of two 3dmax mid mesh (right and left) on (B)(6) 2025. About a week post implant, patient is having pain in the left groin and contact reports "the mesh feels like a piece of sandpaper inside of him and it is burning." Patient presented for post-surgery follow up in (B)(6) 2025. The surgeon states no problem with mesh and or placement and suggests nerve damage or irritation of peritoneal flap. A CT scan was ordered and shows mild peri colonic peritoneal thickening. Per contact "the physician did not feel it was related to the hernia mesh after I had the CT scan" and stated "there's no belief by me or md that the unforeseen pain was related to the mesh - more related to the incision/suturing of the flap." Patient was treated with medications (hydrocodone and gabapentin).

Manufacturer narrative:
As reported, patient had left groin pain and burning sensation post implant of left 3dmax mid mesh. Upon exam the surgeon states, there is no problem with the mesh and or placement. It was reported that after reviewing the CT scan, the surgeon does not believe the pain was caused by the mesh and is more likely related to the incision/suturing of the flap. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(6) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.